Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was had gone into fallback mode, where single-zone therapy is available with limited programmability and shocking capability. The ICD was removed.